Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user connected a new continuous glucose sensor with the ilet and remained in bg run mode through warmup, then experienced dosing stopped on the pump until a new cgm reading was obtained via a successful app rescan. Symptoms included hyperglycemia reaching 329 mg/dl without reported associated clinical complaints. Outcomes included temporary suspension of automated insulin dosing and continuation in bg run mode until cgm data resumed. Investigation included guided troubleshooting, app restart, sensor rescan, and confirmation of pump display of glucose values. Investigation of this case revealed that the pump behavior was consistent with expected safety functionality in the absence of cgm data, with bg run mode expiring and dosing stopping until valid cgm readings were received. It was concluded, based on previously established findings for similar reports, that the cause was use conditions related to cgm data availability and system design operating as intended.